Event description:
An endeavor resolute rx drug-eluting coronary stent system was intended to treat a lesion in a pt. It was reported that the stent could not cross the lesion and, on removal of the device, the stent struts were noted to be destroyed. The target lesion in the lad exhibited 95% stenosis with little calcification. The lesion was pre-dilatated with a 2.0 x 20mm sprinter balloon. No pt injury occurred. The pt was stable post procedure and no clinical sequelae have been reported. The device has not been received for eval. Endeavor resolute is not approved for commercialization in the united states, but is similar to endeavor sprint rx.

Manufacturer narrative:
Eval results: (failure to deliver stent, stent deformation), (95% stenosis, little calcification). Eval conclusions: (95% stenosis, little calcification).